Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/09/2017 with the following findings: on examination, the audio bolus button cover was torn and the contact slug was missing. The audio bolus button was inoperable. Investigation confirmed the audio bolus button issue.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the audio bolus button was under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.